Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that on november 5th during a novasure procedure, immediately after the procedure it was noticed that the patient presented an intravaginal burn of 3 centimeters, going to the vulva. Injury involved an intravaginal part and external skin. Patient received biafine and flammazine as treatment for a 2nd degree burn. No other injuries reported.